Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two weeks following an intraocular lens (iol) implant procedure, a patient developed inflammation and experienced blurry vision. The patient was treated with non-steroidal, steroids and antibiotic eye drops. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Surgeon has indicated the event might be related to patient inattention because the event occurred two weeks after implant. Surgeon thinks that the patient may have been exposed to vapor at work because the patient did not wear protective goggles. (B)(4).